Event description:
Pt reported up/down button on the infusion device is defective. Pt reported an elevated blood glucose of 398 mg/dl; took correction through infusion device. Pt's normal blood glucose level is 80-120 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.